Event description:
Additional information was received from the initial reporter confirming that the procedure wasn¿t prolonged by this event. There were no error messages present. The procedure was successfully completed by using another device. This event had no impact on the patient¿s overall condition.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated h4, h6 and h10 fields. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, breakage of the charged coupled device (ccd) cable in the bending tube led to the image abnormality. The event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii bronchovideoscope was experiencing an image problem during an unspecified procedure. According to the initial reporter, the image fibers were found broken and not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were broken fibers noted whenever the image angulation was manipulated. Additionally, the adhesive was found peeling. The forceps and brush passages were restricted. The insertion tube was also found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.